Manufacturer narrative:
Device manufacturer records associated with batch(B)(4) has been reviewed. This review did not identify a cause of the reported break. It is likely that the screw broke for the following reasons: osseous conditions of the patient: the bone was very hard due to the age of the patient ((B)(6)) and the fact that he is an athlete. Countersinking of the screw head appears not to have been done, this would have been more effective for preparing the bone rather than just drilling with a ø1.9 mm drill bit implantation site: navicular bone which is located in the midfoot and not in fore foot.

Event description:
Screw broke while the surgeon was implanting it.. The screw head snapped when the screw head hit cortical bone.